Event description:
The facility representative reported to baxter a colleague infusion pump with failure code 803:11. This condition had the potential to interrupt delivery. This condition was found in the pediatrics intensive care unit. It is unknown when this event occurred. There was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump that experienced failure code 803:11 was not confirmed nor reproduced during product evaluation. Therefore, no assignable cause was provided during product evaluation and no repair was necessary for the reported condition. Additional information: a service history review revealed no previous service events were related to the reported condition. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.